Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Fg maverick 2 mr, 2.00mm x 20mm was returned for analysis. Visual and tactile inspection of the hypotube revealed multiple kinks. No issues were identified in the shaft polymer extrusion. Microscopic analysis of the balloon showed a longitudinal tear. The distal tip was damaged. The shaft polymer extrusion profile indicated that the inner wire lumen was bunched and stretched in the balloon section which resulted in the proximal section, where the proximal markerband is situated, being pulled distally. A microscopic examination of the markerbands found that the proximal markerband was out of place due to the bunching and stretching of the inner wire lumen inside the balloon. No additional device issues were identified during the returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device, and no patient complications were reported. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device, and no patient complications were reported. The patient was in good condition post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.